Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 99% stenosed lesion located in the moderately tortuous and severely calcified, 3mm in diameter, mid left anterior descending (lad) artery. Vascular access was obtained through the femoral artery. This 1.50x15mm apex balloon catheter was advanced to the lesion without difficulties, however, the catheter did encounter difficulty crossing the lesion. Once across the lesion, the balloon ruptured on the first inflation at 8atms. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)